Event description:
Patient was revised to address loosening of the stem. Litigation papers received (B)(6) 2014. Litigation alleges that the patient suffers from pain, discomfort and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. A liner and head are now being reported to address these allegations. Update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, screw causing impingement, and loose/malpositioning stem. No labs were provided for the alleged high metal ions. Only one page of the revision operative note was provided, so it is unknown what the screw was impinging with. The screw is being added and part/lot is being updated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.